Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling stimulation at their incision site. Patient said they need to turn it up more because that was the only place they felt it. Agent reviewed with the patient that stimulation should be more internally in their pelvic area. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also asked about airport security metal detectors. The agent reviewed with patient that if they have to pass through metal detectors it was recommended to turn off therapy. Patient was redirected to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.